Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. During visual inspection of the devices exterior, no damages were noted. Qualification records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached into the 400s mg/dl while wearing the pod between 24 and 36 hours. She stated that the reservoir had cracked and there was insulin inside the pod. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6). The product was returned for evaluation.